Event description:
The device was returned to the service center with a customer contact report that the device alarmed with error code 11/004/049 (less than 2.0 volts measured on lithium battery). This did not indicate a reportable malfunction. However, during verification testing at the service ctr the device was found to have a leakage from aa batteries.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.